Event description:
It was reported the pt is experiencing intermittent sensitivity at the ipg site regardless of stimulation. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.